Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event with an infusion set where infusion set tubing was cracked and broken. The patient needed assistance due to blood glucose level from his health care professional at his basketball camp as patient took a correction bolus via pump. Patient also replaced infusion set and resumed insulin successfully. No further information available.